Event description:
The customer's spouse reported that the customer was hospitalized for eleven days and passed away. The spouse stated that the customer was wearing the insulin pump at time of death. It was stated that the cause of death was pneumonia and diabetes. The wife stated that she does not have the device to return and the doctor kept it for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.